Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: clinical observation showed ra lead dislodgement. A new ra lead will be implanted at the time of the generator change.